Event description:
Additional information was received that a revision procedure was performed. During the procedure, the rv is-1 channel was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) lead that resulted in pacing to be inhibited with asystole. Oversensing was also present however, there was no inappropriate therapy. Patient noted being in atrial fibrillation (af) and is essentially pacer dependent. A venogram was going to be performed. Tachy therapy was turned off until lead revision performed. Patient has life vest. A request for lead status has been sent.

Manufacturer narrative:
This report will be updated if additional information is received.